Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that discordant, falsely elevated carbon dioxide (co2) results were obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) has reviewed the information provided and the instrument data. A siemens customer service engineer was dispatched to the customer site and performed normal troubleshooting and maintenance on the instrument. System verification indicates acceptable performance after the siemens service visit. The customer has not had any further incidents and is fully functional. A potential product issue was not identified. There is no evidence of a product non-conformance. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant, falsely elevated carbon dioxide (co2) results were obtained on patient samples on a dimension vista 500 system. The discordant results were not reported to the physician(s). The same samples were reprocessed on the same instrument on the same date and lower results were obtained, considered correct and reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated carbon dioxide (co2) results.